Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was possibly exposed to moisture or sweat. Her blood glucose level was 174 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted during testing. The device had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The device had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.